Event description:
The patient reported that her right hip surgery was in (B)(6) 2012. Patient complains of increased pain in hip and back. Patient reports increased cobalt and chromium levels. Patient states that her vision and memory are being affected. Surgeon will re-check her blood levels in 3 months. It was further reported that the components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.